Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that cartridge change errors and minimum fill notifications occurred with multiple cartridges during the load sequence. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer¿s blood glucose level was 291 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.